Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced increased spasticity for the past year despite doses increases from 900 mcg/day to 1200 mcg/day. A rotor study was not performed at the physician's discretion. Catheter dye study showed the catheter was patent. The doctor was unable to determine why the patient was having increased spasticity. The pump was replaced. The patient recovered without sequela.